Event description:
The patient reported, she woke this morning with a blood glucose value of 400 mg/dl. She stated, that the infusion device is not pumping insulin. The patient had disconnected from the infusion set headset, bolused, and the infusion device completed the bolus, but nothing came out of the end of the tubing. She stated, she had changed the cartridge the night before. While troubleshooting, the patient was advised to disconnect the tubing from the infusion head set and prime the infusion device. The infusion device primed and, after a short time, insulin came out of the tubing. Upon follow-up, the patient stated that the infusion device "is operating fine". The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.